Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device and determined that the reported issue was caused by a malfunctioning power supply. The carefusion field service representative replaced the power supply and ran the device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion, the device was released back to the customer ready to be placed back into service.

Manufacturer narrative:
The carefusion failure analysis lab installed the returned power supply assembly on a unit for testing and the reported issue was duplicated. The reported issue was isolated to malfunctioning mosfet q210 located on the printed circuit board of power supply assembly.

Event description:
The user facility reported that while performing the device's extended system test, the device had a motor fault alarm. The device was not on a patient at the time of the event.